Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support,recommended replacing the main board since the customer tried calibrating the transducers on the main board yet the issue remains. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has vent inop/ventilator inoperable alarm. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
H10: the equipment was received in vyaire facility. Vyaire medical tech was not able to duplicate vent inop alarm. Visually inspected the assembly, there were no visible defects, damage or contamination. Unit was powered in service mode and the event log shows no failures w/ vent inop or xdcr fault alarms.